Manufacturer narrative:
The biomedical engineer (bme) reported that the zm transmitter was displaying the ECG waveforms on the device itself, but not at the central nurse station (cns). They were using the zm transmitter via hiq-view with a g5 monitor. The bme replicated the issue when testing it on a simulator; when adding the zm unit to hiq-view, it displayed "check electrodes" on the screen instead of the waveforms. This was the only zm unit exhibiting this behavior. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the transmitter: cns: model #: cns-2101 serial #: (B)(6) device manufacturer data: 02/02/2024 unique identifier (UDI) #: (B)(4) returned to nihon kohden: na g5 monitor model #: cu-151r serial #: (B)(6) device manufacturer data: 06/12/2024 (june) unique identifier (UDI) #: (B)(4) returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the zm transmitter was displaying the ECG waveforms on the device itself, but not at the central nurse station (cns). No patient harm was reported.